Manufacturer narrative:
Concomitant medical products: product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. (B)(4).

Event description:
It was reported the implantable neurostimulator (ins) was overdischarged. This was the patient¿s second overdischarge. The patient was non-complaint with recharger. No physician mode recharge (pmr) was done. The ins was to be replaced in the future since the ins only had one year left. There were no symptoms or complications associated with this event and the patient status at the time of this report was alive with no injury. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that there was no word on the replacement being scheduled.